Manufacturer narrative:
Mckesson medical surgical is the assembler of a convenience kit on behalf of the sns that includes this safety syringe. Customer was able to identify the supplier as tkmd; however, was unable to provide a reorder number or lot number. We have notified (B)(6) for awareness.

Event description:
The customer states the syringe and needle separated and vaccine leaked while administering to a (B)(6) year old female. Unsure how much was administered to the patient. No information was received regarding any serious injury as a result of this product malfunction. This complaint was initially reported to pfizer and pfizer forwarded to mckesson.